Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for gastric ulcer during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, after deploying the resolution clip to treat a gastric ulcer, the handpiece burst open, causing all the wires to come out, which made it nearly impossible to release as intended. However, with some careful maneuvering of the wires, the clip was eventually released. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. There was no sample device returned.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of difficult to release.